Event description:
It was reported that during a lap lobectomy, there was an unexpected resistance when the device was cut used on the lung parenchyma at the 3rd stroke of the 1st firing. Although there was an unexpected resistance, the 1st firing was completed and the device was released. The staples of the distal part were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: was buttressing material utilized? -no. If so, which product? Was the instrument fired across or near an existing staple line or clip? -no information. Were any unexpected noises heard? If so, when? -no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no. The analysis found that one device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.